Manufacturer narrative:
The 00mlx light source was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Definitive root root cause cannot be determined. The issue of burning smell may be the result of debris inside the unit or a damaged heat mirror. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch form uf/ importer report # (B)(4) was received with the following information: as surgery started, health care providers noticed a burning smell of a disposable item that was burning at the tip of the light source. No patient injury or surgical delay has been reported.